Event description:
Parenteral nutrition admixture was mixed in the em1200 2 liter empty container using exacta mix compounder. The compounder sterile product was found to leak liquid. After close examination, the leakage was identified at the top seam, where it was not sealed properly. The bag was wasted due to the defect. "Is the product compounded: yes." Route: intravenous. Reason for use: tpn.